Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of amniorrhexis ('the coil perforated the sac'), abortion spontaneous ('I just lost twins girls at 15 weeks gestation') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (3 pregnancy in past 4 years). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced amniorrhexis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and menorrhagia ("heavier , longer lasting periods"). The patient was treated with surgery. At the time of the report, the amniorrhexis, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, amniorrhexis, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plantiff experienced 3 pregnancies with essure will be captured in 3 different cases. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of amniorrhexis ('the coil perforated the sac'), abortion spontaneous ('I just lost twins girls at 15 weeks gestation') and pregnancy with contraceptive device ('pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (3 pregnancy in past 4 years). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced amniorrhexis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and menorrhagia ("heavier , longer lasting periods"). The patient was treated with surgery. At the time of the report, the amniorrhexis, abortion spontaneous, pregnancy with contraceptive device, abdominal distension and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, amniorrhexis, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced 3 pregnancies with essure will be captured in 3 different cases. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of amniorrhexis ('the coil perforated the sac') and abortion spontaneous ('I just lost twins girls at 15 weeks gestation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (3 pregnancy in past 4 years). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced amniorrhexis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("heavier , longer lasting periods"), headache ("headach") and abdominal pain lower ("cramp throughout the month"). At the time of the report, the amniorrhexis, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, menorrhagia, headache and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, amniorrhexis, headache, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plantiff experienced 3 pregnancies with essure will be captured in 3 different cases. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event headache and cramp throughout the month were added. New reporter added. Fu 3 & 4 process together. Event pregnancy was updated to nonserious. On (B)(6) 2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of amniorrhexis ('the coil perforated the sac') and abortion spontaneous ('I just lost twins girls at 15 weeks gestation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (3 pregnancy in past 4 years). In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced amniorrhexis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("heavier, longer lasting periods"), headache ("headache") and abdominal pain lower ("cramp throughout the month"). At the time of the report, the amniorrhexis, abortion spontaneous, pregnancy with contraceptive device, abdominal distension, menorrhagia, headache and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, amniorrhexis, headache, menorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff experienced 3 pregnancies with essure will be captured in 3 different cases. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.